Event description:
Scout probe defective when plugged into machine. The probe we had originally opened said "check connection" and we tried turning the machine off and re-plugging the probe but it kept giving us the same massage. We opened a new probe and the savi worked just fine.